Event description:
Retained angio-seal device in right common femoral artery after angioplasty procedure to right anterior tibial vessel. Angioplasty performed for a nonhealing ulcer of right foot. Procedure was uneventful. However, on utilization of angio-seal to secure the right common femoral artery, the entire device ended up in the lumen of the right common femoral artery. An emergent exploration was performed on the right common femoral artery to extract the angio-seal device. The procedure was successful. The physician did not feel that the device was at fault for the incident.